Event description:
The customer reported if the chip detaches from the sensor, no audible alarm is heard. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: 7609pp h3 other text : device not returned

Manufacturer narrative:
The returned rad-97 device, reusable ppg chip, and bluetooth receiver were returned and investigated. The devices passed all testing with no errors or issues observed. When the ppg chip was manually disconnected from the sensor, it caused the monitor to output an audible and visual "no sensor connected" message. The device, chip, and receiver were determined to be functioning as designed. E1: initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).

Event description:
The customer reported if the chip detaches from the sensor, no audible alarm is heard. There was no patient impact or consequence reported.

Manufacturer narrative:
The returned rad-97 device, reusable ppg chip, and bluetooth receiver were returned and investigated. The devices passed all testing with no errors or issues observed. When the ppg chip was manually disconnected from the sensor, it caused the monitor to output an audible and visual "no sensor connected" message. The device, chip, and receiver were determined to be functioning as designed. E1: initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).

Event description:
The customer reported if the chip detaches from the sensor, no audible alarm is heard. There was no patient impact or consequence reported.